Event description:
It was reported when using the bd pyxis¿ medflex 1000, letters I, e, t & p was not working on keyboard. The customer reported that the malfunction caused ten minutes delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard keys were not working. The field service engineer (fse) replaced the keyboard to resolve the issue. The fse verified that the customer tested the new keyboard and confirmed it was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medflex 1000, letters I, e, t & p was not working on keyboard. The customer reported that the malfunction caused ten minutes delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.